Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "plc failure". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that customer currently using the intermittent catheter and used 3 to 4 times per day. Stated that every 4th catheter had a ridge down the length of the catheter and could feel the ridge when applying lubricant. When they used, the catheter caused tearing, bleeding, and extreme discomfort. Customer throwing away about 25 percent of product received and wanted suggestion on a different catheter more comfortable. Representative suggested magic 3 coude and buc16c. No medical intervention was reported.